Manufacturer narrative:
Device evaluation by MFR: synergy ous mr 2.50 x 38 stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged on several locations along the stent length with struts misaligned and lifted from their crimped position. The undamaged stent od (outer diameter) was measured using snap gauge and the result were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5 x 38 target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent strut was kinked and was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5 x 38 target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent strut was kinked and was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.